Manufacturer narrative:
Device history record (DHR) review confirmed that battery charger s/n (B)(6) passed all functional testing prior to being released to finished goods. Visual inspection of external components found corrosion on bay #2 of the battery charger. Battery charger failed functional testing for acceptance at incoming inspection due to low voltage and current in bay #3 and inability to charge batteries in bay #3. No additional testing was needed, device failure confirmed with initial testing. Customer complaint was replicated during testing. Failure investigation for this complaint confirmed the reported issue. The customer complaint was replicated during initial testing; the root cause of the reported inability of the battery charger to charge batteries was determined to be due to a nonconforming bay of the battery charger with voltage limit failing low. The corrosion initially reported under the customer complaint was found to likely be due to exposure to oxygen or moisture within the unit but was not related to the battery charger not being able to charge. Failure investigation identified no other test failures or damage that could have contributed to the reported event. No adverse impact to patient reported. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Per hospital staff, they saw patient (B)(6) in clinic and they brought their battery charger complaining that it is not charging batteries and corrosion was noticed in the charger in the morning. No adverse impact to patient reported.

Event description:
Per hospital staff, they saw patient (B)(6) in clinic and they brought their battery charger complaining that it is not charging batteries and corrosion was noticed in the charger in the morning. No adverse impact to patient reported.